Event description:
During a revision case the surgeon had already removed a 7.5mm screw and was replacing it with an 8.5mm screw when the tip of the driver broke off in the tulip head. After this occurred the surgeon explanted the screw. The hospital disposed of the screw with the tip still inside. The patient was not affected.